Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 13 years and 1 month post implant of this bioprosthetic aortic valve, a transcatheter valve was implanted valve-in-valve. The valve was replaced due to stenosis, with a "mean" gradient of 31mmhg. No additional adverse patient effects were reported.